Event description:
Information received by medtronic via phone call that the customer experienced high blood glucose and the insulin pump alarmed insulin flow blocked. Blood glucose at the time of the incident was 600 mg/dl which was treated with bolus and manual injection. Blood glucose at the time of the call was 388 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer does not use the auto mode feature. Customer was assisted troubleshooting the alarm and was advised to change the entire infusion set system and treat per healthcare provider's instruction. No product is expected to return for analysis.